Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (10 mg/ml, 3 mg/day) via an implantable infusion pump. The indication for use was noted as chronic pain. The drug lot number and the concomitant medication list were noted as unable to obtain. It was reported that the pump was not working properly. The doctor "refer" that when he was performing a pump refill, that there was more drug in the pump than indicated on the programmer. A roller study was performed and it was noticed that the roller did not move the 60 degrees that was needed to move. The patient started using oral medication, to prevent pain. A surgical intervention was planned; however, was not scheduled. The patient status at the time of the report was ¿alive ¿ no injury." The issue was not resolved and the hcp had no further information. Additional information was requested regarding event context, symptoms experienced, troubleshooting, and cause. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that the product would not be returned as they could not find customer contact or any other detail

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The foreign manufacturing representative later indicated that the pump had not yet been explanted. It was noted that the pump indicated that there was 0.7ml in the reservoir, but was still filled with 13ml. The patient experienced a little more pain than usual. It was noted that when the pump is explanted, it will be returned. The cause of the issue was not confirmed.